Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer would resolve the alarm by either changing the infusion set and resuming insulin delivery or clearing the occlusion alarm and resuming insulin delivery. Blood glucose was 251 mg/dl. As the alarms occurred in the past, a cause of the occlusions could not be identified.